Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-10632. Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.